Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 1.6, lab-inr: 5.6. Sample taken 12 hrs after inratio reading. Discrepancy is from one month ago. Has been in the hospital (for unrelated issue) for the last four weeks and hasn't used meter since the 1.6 reading.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.6; reference: 5.6; mean: 3.60; confidence-limits: 2.2-5.3. Per tsr, pt had dialysis. Tests were done more than three hours apart. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours there is a high possibility that the discrepancies are due to changes in the status of the pt. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. On (B)(6) 2009 - biosite received and decontaminated 1 inratio1 meter (s/n (B)(4)) and 6 loose strips (l/n 210827pa). No corrective action is required as no product deficiency was established. In-house accuracy test. Test date: donor 1 ((B)(6) 2009), donor 2 ((B)(6) 2009). Meters sn: returned meter ((B)(4)). In-house meters ((B)(4), (B)(4)). Returned strip: (B)(4). Comparative sys: sysmex 560, 2 therapeutic donors. Results ((B)(4)). The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for each lot are within the allowable bias. These meet the above criteria and then no further action is required. No strip deficiency was established.